Manufacturer narrative:
Technician found the left head casters were faulty, causing the caster to swivel when pushed in steer. Replaced faulty casters to resolve this issue. Bed located in ed.

Event description:
Info provided that the left head caster swivels when pushed in steer. No injury alleged.